Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the brightness failure occurred due to the device reflector becoming detached. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings include the following: the top cover was deformed seriously, and the light reflector fell off, which affected brightness and automatic brightness adjustment. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the halogen light source shell was severely deformed, and the reflector was detached. There was no procedure involvement or delay. There was no patient harm associated with the event.